Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) cylinder that was too long. The cylinder was on the left side of the penis; therefore, the left rte was explanted because the surgeon decided it would fit better than the original cylinder size. The remainder of the device remained implanted. No patient complications were reported.